Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935, implantable tachy lead, (B)(6) 2010; 5076, implantable pacing lead, 2010-03-18; 5071 implantable pacing lead, 2010-03-18; 4965 implantable pacing lead, (B)(6) 2010. (B)(4).